Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
The fsr replaced the control pump knob. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the roller pump control knob could not be adjusted and appeared to be bent. There was no patient involvement.